Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Further analysis revealed a noise and impedance anomaly on the device. It is believed the noise and the impedance anomaly was caused by an unregulated circuit signal. The unregulated signal was caused by a capacitor¿s (c10) connection in the hybrid of the device.

Event description:
After an implant procedure, it was noted there was a loss of capture, noise, low and high impedance, and a loss of low voltage (lv) pacing therapy. The device was explanted and replaced. The patient was stable with no adverse consequences.